Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of below-average voltage values correlating to the mpu was confirmed via the provided log file. The log file contained data spanning approximately 2 days (07feb2021 ¿ 09feb2021 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. Several atypical power cable disconnect alarms ¿ ¿rsoc invalid¿ fault alarms that were not associated with a power source exchange ¿ were observed throughout the data while the mpu was in use. The alarms correlated to the rsoc within the white power cable intermittently dropping below the alarm threshold, and the rsoc voltage values correlating to the white cable were observed to be below average whenever the mpu was in use, ranging from ~9.5 - ~10.5 volts. Issues regarding the black power cable were not observed. No other notable events were observed. The mpu (serial number was requested but not provided) was not returned for analysis. The root cause of the reported event was unable to be conclusively determined through this analysis. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including atypical power cable disconnect alarms. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their mpu, and to return any equipment that appears damaged or worn. Users are encouraged to not use any equipment that appears damaged or worn. The heartmate 3 patient handbook (section titled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient thought the black cable of his controller did not seem to be draining the battery on that side. The pins were intact on the cable end of the controller and the cable had no damage. A log file review was requested. The log file captured below than what is expected voltage on the white power cable when hooked up to the mobile power unit (mpu). It was recommended to inspect the mpu power cable for wear and fatigue. The black power cable when using battery power appeared to drain voltage properly. The pump appeared to be functioning as intended.